Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA: 20-0074 corrective action 6. Device involved in the event not available for investigation. No investigation can be performed and therefore no results will be obtained. No information on the applied part was received, only article number of the used handle was received. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
During a laparoscopic sterilization the bipolar instrument breaks while in the patient. Sparks and smoke are generated inside the patient. The hf unit is immediately turned off and the instrument is removed from the patient by expanding the incision which causes a minor hematoma. The operation is slightly extended due to this. The instrument is inspected while outside the patient and ignites / generates smoke spontaneously without any actions made by staff neither at the hf unit or at the instrument. The instrument was initially carefully inspected and assembled by the staff in the or. A new instrument was then used and also this instrument failed and despite trouble shooting and support from other staff members this instrument never functioned. Another instrument is then used and the operation can be concluded.